Event description:
It was reported that two years ago, a band was implanted. One month ago, the surgeon discovered that the band was torned. Explanted date has not been given.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.